Event description:
The complainant reported that during follow-up conversation with the physician today, the physician relayed that the patient had a retroperitoneal bleed found by computed tomography angiography on 12/18 and that he believed the common femoral artery was injured by doing single access through the delivery sheath." Md denied puncture of the side wall of the delivery sheath when accessing the diaphragm for single access. Md denied damage to the access sheath, stating, "it seemed intact. I had to split to out of body," when placing the repositioning sheath. This was an independent case with post-case support by myself on 12/16. I was not present to visualize the vessel before device placement. I was also not able to visualize the single access technique or sheath used for single access.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Patient device interaction problem/retroperitoneal hemorrhage: data log was not required for this case. Clinical details indicate that on (B)(6) 2025, a retroperitoneal bleed was found by cta. The physician believed the common femoral artery (cfa) was injured during single access through the delivery sheath. The md denied puncturing the side wall of the delivery sheath and stated the access sheath seemed intact and had to be split to remove it from the body. The cause of the issue was not determined without returned product investigation and sufficient clinical details.